Event description:
On (B)(6) 2012 customer reported that the probe, on the act diff instrument, was leaking diluent. The leak was not contained within the instrument. Customer stated that she replaced the probe block twice, but the probe continued to leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the vacuum isolator chamber. Fse noted that the chamber appeared to have been cracked and glued back together. Fse also removed a kink in the tubing in pinch valve 14. Fse cleaned the probe wipe assembly and insured that there were no clogs. This resolved the issue and no further problems were reported.

Manufacturer narrative:
Evaluation: results: vacuum isolator chamber. (B)(4).